Event description:
Was ongoing surgery on pt when / while using the harmonic ethicon / ace+laparoscopic shears / advanced hemostasis / 5 mm diameter / 36 shaft length / ref: harh36 / p30223p24 / (B)(4) / r93g9j / exp 05/31/2023. The instrument broke inside the pt . The surgeon removed the instrument but a small piece was retained in the pt. During the procedure, while taking pictures from the stryker camera / screen, the surgeon noticed and found the broken part of the instrument which was removed safely from the pt's body.